Event description:
It was reported that the right atrial (ra) lead was dislodged and thresholds were high. The thresholds were higher than programmed outputs and capture management had not been able to run. Intrinsic atrial activity was not being sensed at any sensitivity, however far field r-wave (ffrw) were being sensed. The lead was programmed off and further action is to be evaluated in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.